Manufacturer narrative:
The manufacturer received information alleging a ventilator not operative on a garbin evo device. There was no harm or injury reported. The ventilator was returned to the third-party service center for evaluation and the customer¿s complaint was confirmed. The third-party service center evaluated the system error log and confirmed the issue on the device. The device's system printed circuit assembly (pca) board was replaced to address the issue on the device. Additional findings not related to the malfunction/issue was contamination found on following parts: blower assembly, blower bellows seal, machine flow sensor, and in-line proximal filter. A ventilator service required error was found in the system error log. The device's internal battery would need to be replaced to address this issue on the device. There was no repair made to address this reported issue on the device. There was damage found to the front panel, rear cover, base assembly, and inlet side panel. There were no parts replaced for the damage parts found on this device. There was an issue with the detachable battery. There was no part replaced for this issue. The following parts were proactively replaced due to the four-year preventative maintenance procedure: muffler assembly, air foam inlet filter, and particulate filter.

Event description:
The manufacturer received information alleging a ventilator not operative on a garbin evo device. There was no harm or injury reported. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.